Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable pacemaker has not been sutured and was quite loose in the pocket. This device was surgically revised. No additional adverse patient effects were reported.